Event description:
Interventional cardiology products from philips / volcano have suffered from mfg defects that require the withdrawal of the device and replacing with another. No pts have been injured related to these issues. Over the past 6 months, we have experienced around a 50% failure rate with these disposable, one-time usage catheters and wires during pci. It has been mentioned to the philips / volcano rep and she is aware of concerns. Unk when mfg for these devices were shifted to (B)(4) but I am dismayed with the lack of qc. Volcano eagle eye platinum st digital ivus ref #(B)(4), serial# (B)(4) catheter would not track over guidewire despite the guidewire being clean. Possible entry into false lumen. Volcano verrata plus pressure guide wire ref# (B)(4), serial# (B)(4) wire tip broken inside connector cage when opened. Volcano verrata plus pressure guidewire ref# (B)(4), serial# (B)(4) defective wire with short in conduction. We have encountered several other defective products (ivus and pressure wire) with failure of pim module message and shorts. At times the failure rate approaches 30-50%. Interventional cardiology.